Event description:
Our son has been a dexcom cgm user for many years. He switched to the g6 product when it vacate available. The g6 sensors routinely fall. We have contacted customer service at dexcom and have been on hold for an hour. There is a dexcom g6 user (B)(6) page and many other users are documenting issues with sensors. The issues have caused additional mental health issues for our son. The g6 product sensor clearly does not last the 10 days. Insurance will not approve additional sensors. Given the recordings on the hold line and call volumes dexcom clearly knows there are issues and fail to acknowledge them.